Event description:
Procedure: stress urinary incontinence. According to the reporter: the patient alleged injury.

Manufacturer narrative:
(B)(4). Covidien is submitting this report on behalf of (B)(4), (importer).

Manufacturer narrative:
Medtronic complaint report:(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Complication post uretex implantation: urgency in urination and history of frequent utis.